Manufacturer narrative:
Continuation of d10: product ID m943899a, serial# unknown, product type: accessory. Product ID 97745, serial# (B)(6), product type: programmer, product ID 97745ac, serial# unknown, product type: accessory, h3: analysis of the controller (serial# (B)(6)) found a broken/cracked lcd. They also replaced the main board due to no power. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a broken recharging belt. A replacement recharging belt was sent out. No symptoms were reported. The reason for call was pt reported their dog chewed the ac power supply cord. Pt stated their husband repaired the cord but the next day, the controller was having "glitches". Pt stated issue with controller began 2 nights ago. Pt saw multiple windows open, could not see if they were charging, and could not get the controller to work correctly. Pt thinks maybe the damaged ac power cord was causing this. Pt stated they reset the controller and let controller die all the way andnow the controller will not power on even after having controller plugged in for several hours. Agent had pt reset controller. Agent reviewed the use of aa batteries in the controller. The pt expressed they are freaking out that the controller is not working and is worried they will be in pain because the implant really helps them. Pt noted they also see hcp's assistant dana jacks. The pt mentioned having 2 manufacturing representatives (no rep awareness mentioned). The issue was not resolved. 2024-jun-21 rtg0607253 (con): additional information received from patient. Agent made out bound call to the pt. Pt stated they only received the belt and not the ac power supply. Agent reviewed with pt how to reset controller using ac power supply without the battery pack. Pt confirmed controller was not wet or dropped. Agent will call pt back on monday. Pt again reiterated she is scared the implant will run out of battery before getting the controller operating again. Agent sent email to repair to replace the 97745 ac power supply m947656a. 2024-jun-24 rtg0607253 (con): additional information received from patient. Pt called back in stating they received replacement ac power supply from this case but now they see software problem 1- intellis, 2- 3.6, 3- 1056, 4- qppeg.c. Agent had pt reset controller andplug into ac power supply cord with no battery pack. Pt confirmed controller powers on and when battery pack was reinserted, pt saw solid green light. Agent had pt initiate implant charge session; pt made a comment that it has "slow functionality". Pt saw controller at 100% and implant in red recharging excellent. Agent reviewed stimulation on/off button. Agent recommended to fully charge the implant. No further action needed.